Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a unknown procedure. It was reported that when attempting to take a confirmation lateral shot the mobile view station (mvs) suddenly popped up an error stating "windows: forcing shutdown". The site rebooted the unit and the issue resolved. Unknown if there was impact to patient or if there was any delay. Additional information was received. It was reported that the issue occurred during a spinal procedure and that the procedure was delayed 5-10 minutes due to the reported issue. There was no reported impact on patient outcome.